Manufacturer narrative:
Testing was performed at alere on retained kit lot 160605 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160605 were reviewed. This lot met the required release specifications. The customer returned the patient sample and it was tested with retain devices of the same kit lot. The (B)(6) result was replicated. A review of the complaints reported (B)(6) related to lot number 160605 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a blood sample tested with the alere determine hiv 1/2 ag/ab combo; the test was repeated on three additional whole blood fingerstick samples with (B)(6) results. A 4th generation lab corp test was (B)(6) and an rna-pcr viral load was undetectable ((B)(6)). There is insufficient information to determine if a malfunction occurred. The patient pregnancy status, treatment and patient outcome were unknown. At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).